Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
It was reported on 04/29/2010, that a patient with a competitor's scs system was implanted with an ans a127 extension in (B)(6) 2009. On (B)(6) 2010, the competitor's lead and the ans extension were explanted and replaced with an ans octrode percutaneous lead. The products were explanted due to unsatisfactory stimulation. Both leads were explanted since it is unknown which device malfunctioned.